Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of black screen. The unit was triaged and the reported issue was confirmed. The potential root cause is a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit had a black screen. No patient was involved.